Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure with a 6f sheath. Reportedly, the device was unable to be detached from the locator wings [clip stuck on distal end]. A femostop ii device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported clip caught at the distal wend was not confirmed as the device was returned with the clip not deployed. The split sheath was partially complete and was also torn. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the safety release mechanism was not used to collapse the vessel locator wings. It should be noted that the starclose instructions for use (IFU) states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings. Slide the safety release on the device to collapse the locator wings. In this case, there was no resistance or difficulty reported during removal of the device from the anatomy. Additionally, the absence of using the safety release mechanism contributed to the clip caught at the distal end of the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device condition observations indicate the clip was not deployed therefore inconsistent with the reported ¿the device was unable to be detached from the locator wings¿. Based on the returned device condition, the observed evidence of damage to the flex-guide (carving), garage leaves indicate there was device angle changed during plunger and or thumb advancer deployment leading to damage observed to the sheath. It may be possible that the damage to the sheath along with the garage leaves and the vessel locator wings left in the deployed position would appear as if the clip was caught at the distal end as reported. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: failure to follow steps / instructions

Event description:
Returned device analysis found that the split sheath was partially complete and was also torn. No additional information was provided.